Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The deployment difficulty, stretched stent, and difficulty removing was unable to be confirmed as the stent had already been deployed. The tip detachment was confirmed. The investigation determined the cause for the reported deployment issue, stent elongation, difficulty removing and tip detachment is due to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a product related issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
User facility medwatch report received stating, "while using the stent the nose cone came off during its deployment. Surgeon had to retrieve the nose cone using a snare. He was able to do this without harm to the patient. However, this did cause the procedure to take more time than anticipated and more x-rays had to be taken to ensure that the vessel was intact. All of device sequestered for risk management. What was the original intended procedure? Right lower extremity angiography and stent placement. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with mild tortuosity and moderate calcification. The 5.5mm vessel was prepared using a 6mm armada 35 balloon catheter. Atherectomy was not performed. A supera self-expanding stent system (sess) was advanced toward the target lesion and the stent was deployed into the sheath. The stent finally released from the sheath and it was elongated past the proximal portion of the target lesion. Post dilatation was performed. Resistance was noted during withdrawal and the tip separated from the catheter and remained in the sfa. The tip was successfully retrieved using an unspecified snare device. There was a clinically significant delay in the procedure.